Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging elevated blood glucose (bg) as high as 300 mg/dl accompanied by flu-like symptoms and treated with administration of insulin bolus via IV push as instructed by health care provider. The report stated he was, at times, in situations where he was unaware that the pump was alarming for ¿not primed¿ for up to one hour, which the reporter claimed resulted in the reported elevated bg. This reported event does not meet animas¿ criteria of a reportable adverse event. The reporter alleged the pump had been giving frequent, persistent no prime warnings that were not resolved with site/set/cartridge changes. This complaint is being reported because the alleged prime issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a pump not primed warning was observed in the black box; the force reading did not reach zero. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed that the sensor was detecting correct force at 5 lbs. The pump passed a flow accuracy test and was found to be delivering within required specifications. The pump was exercised for 24 hours with no loss of primes occurring. A ¿pump not primed¿ warning was duplicated during testing and the pump gave the appropriate visual and audible alerts. The pump was opened for further investigation and there was no damage found to the force sensor circuit.